Manufacturer narrative:
(B)(4).

Event description:
It was reported that increased capture threshold, decreased sensing and fluctuating hv lead impedance was noted. The lead cold not be explanted but was inactivated and replaced. The patient's condition is fine after the event.